Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had shoulder surgery on (B)(6) 2012 and the device was turned off for the procedure. A nurse then helped the patient turn the device back on in "late august or early september." It was also reported that the patient had a urinary tract infection (uti) that "would not go away." It was noted that the patient was on her 6th round of antibiotics. The health care provider (hcp) of record stated that he had not seen the patient since this event occurred. Additional information was requested but was unavailable as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v899618, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient stated that they have been having utis one after another, off and on for years which started before being implanted. In the last two months the patient was treated for a uti 3-4 times and they went to urgent care last night for another uti. The patient was given medication and antibiotics and their bladder was feeling better today. The patient reported being in a serious car accident 3 weeks ago (they believed it was on (B)(6) 2017) and they checked their device and it seemed to be working fine. The patient also reported that one day last week (they thought it was saturday) they felt air bubbles in their bladder. The patient saw their urologist on friday who told them that they were supposed to turn their implantable neurostimulator (ins) off while driving, but they were never told that. The patient was directed to turn off their ins for now and their urologist would contact the manufacture representative (rep) but the patient did not want to turn off their ins while having a uti because they do not want their bladder not to empty. The patient stated that they would leave it on for now, but it was reviewed how to turn it off it they decided to do so. The patient would follow up with their healthcare professional (hcp).